Event description:
A seras 50-s probe was being used during a left knee arthroplasty, debridement of osteochondral lesion when the rn 1st assist heard a sizzling sound, looked down and saw the area where the probe was entered red hot. He told everyone to stop and they did. Probe was removed, and another probe was used. At end of case, pt had a small blister at the incision /entry site. Pt was being followed by the orthopedic surgeon and plastic surgery. On (B)(6) 2018, pt came to emergency dept due to increased discomfort and difficult walking. Pt taken to the operating room for irrigation and debridement of the left knee arthroscopically and closure of wound. During the procedure, they found a "through and through" hole into the joint capsule. This was caused by a burn, knee was infected.